Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The customer stated that the display was not intermittently turning off for 30 seconds or less and then turning back on. The customer stated that the contacts on the battery cap were missing. The display did not return after restarting the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed, and the customer will discontinue the use of device.